Event description:
The complainant reported a patient on impella 5.5 support and that there was arterial damage and that the patient developed limb ischemia. After the pump was inserted and started, a clot was noticed in the left artery which appeared to be same in size as the impella cannula. The patient then lost bilateral radial pulse which was found to be caused by a descending aorta dissection. It was thought that during traumatic insertion through left subclavian artery, the patient developed the dissection and lost left femoral artery flow. It was decided to leave patient's ischemic leg as is because of a reperfusion injury. The patient was then transferred to the intensive care unit (ICU). However, the family decided to withdraw care and the patient expired. The relationship between the impella and cause of death is unknown.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Manufacturer narrative:
The investigation for the vascular damage and limb ischemia has been completed. No product was returned for analysis. Clinical mentioned patient anatomy issues: tortuosity and patient¿s recent aortic aneurysm repair as contributing factors. The root cause of the vascular damage - great vessel was most likely due to patient condition. The root cause of the limb ischemia could not be determined without additional information.